Event description:
It was reported the patient had a full system explant due to infection. No patient outcome was reported. Additional information had been requested. If information becomes available, a supplemental report will be sent.

Manufacturer narrative:
(B)(4). Cont from concomitant medical products: lead model 3777-60 serial # (B)(4); lead model 3777-60 serial # (B)(4); programmer model 37743 serial # (B)(4).